Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. An error alarm noted during basic occlusion test due to loose/protruded drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.